Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the infusion set cannula was bent. Customer's blood glucose was 404 mg/dl. Customer changed the set and blood glucose came down. After troubleshooting, customer will not be returning the device for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify sensor calibration due to blank display. (B)(4).